Event description:
A pt reported experiencing inaccurate erratic results with a fasttake meter. The blood glucose results were 42, 124, 53 and 122 mg/dl. Tests were done within 10 minutes. Pt did not experience any adverse events. No further info has been reported.